Event description:
Asr revision; asr xl- left; reason(s) for revision: unknown. Bi-lateral - (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 21 october 2015: updated doi, added manufacture and expiry dates for cup, head and sleeve, added dummy stem, updated mw fields, updated file handler details, querying reason for revision and stem details. Taken from claimsuite. Update 8 oct. 2015.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.